Event description:
Customer reported a no delivery alarm during a bolus. The blood glucose reading was 451 mg/dl. Customer treated with manual injection. She stated that she noticed the tubing was not working and so she disconnected and reconnected it. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit and that the insulin pump did alarm for no delivery. Customer reported that insulin was leaking from the stopper. Customer was not able to complete the troubleshooting for the no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.